Manufacturer narrative:
Reference record: (B)(4). Catalog number 062943-002 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Bezoar is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. In (B)(6) 2017, the patient experienced abdominal pain. The tube was checked at a clinic and it was confirmed that tube was entangled with fibrous food residue. The tube was replaced. Thereafter, no problems were noted.